Event description:
New information received stated that programming changes were made to resolve the oversensing anomaly. It was noted that the patient had a fall and it was suspected that the event may have contributed to the oversensing episodes. The oversensing anomaly was not device related.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogation of the implantable cardioverter defibrillator, the device was found with stored episodes of t wave oversensing. Programming changes were recommended but were not made at this time. The patient was reported to be in stable condition.